Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed stuck button. Customer's blood glucose level was 116 mg/dl. The customer changed the battery but it would not reconnect to the transmitter. The insulin pump kept receiving sensor signal not found. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with blank display due to missing battery cap contact. Unit was tested with a test battery cap. Unit received with operating currents within specification and passed self test and displacement test. No pump error (B)(4) was noted. Unit was programmed with test guardian link and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. Unit display the programmed value properly on the display graph. A calibration value was manually enter and unit display the programmed valued properly on the display graph. Unit sensor feature working properly. No unexpected sensor not found alarms were noted. Unit failed leak test. Unit leaked at a cracked on the back of the case. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms or keypad anomalies noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No low battery alerts noted during testing or in the pump trace download. Unit received with cracked case on the back at the battery tube area. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. Unit received with faded serial number label.